Event description:
It was reported that the patient received an inappropriate shock/therapy for supraventricular tachycardia (svt). Device reprogramming was made. There were no adverse health consequences, the patient was stable.